Event description:
It was reported that the pod needle did not deploy the cannula into the skin. No impact to the patient's glucose levels was reported. The duration of pod use was not provided. The pod was discarded. The patient resides in canada but was travelling to south africa at the time of the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.